Event description:
"Stretched coil". This female pt was undergoing coil embolization of the paraophthalmic left inferior cerebellar artery (iica) 10mm aneurysm. This coil had passed into the aneurysm through the enterprise 22 mm vrd and the coil was withdrawn for repositioning in the aneurysm when it stretched. The mc was not being re-positioned. No resistance was felt inserting the coil through the prowler 14 micro-catheter (mc). There was no problem removing the stretched coil from the mc. There was a one to one relationship between the coil and delivery tube verified with fluoro prior to repositioning. Following five orbit coils were placed without difficulty, orbit 9x25, 7x21, 6x15, 5x15, and one 4x10 to complete the procedure. There was no adverse effect to the pt. There was no resistance between the gw and the mc when accessing the target site.

Manufacturer narrative:
The product is to be returned for eval and testing. Additional info will be submitted within 30 days upon receipt.